Event description:
It was reported that a vena cava filter tilted and a filter leg had perforated the cava wall. The day after the filter was implanted, the pt returned reportedly complaining of severe stomach pain. A scan was performed and the filter had allegedly tilted approx 20 degrees and one of the legs appeared to be "significantly outside the cava wall". Two different snares were used to attempt to retrieve the filter without success. A recovery cone was then used to successfully retrieve the filter. No clot was present in the filter. A different filter was then implanted. No pt injury.

Manufacturer narrative:
The DHR could not be reviewed as the lot number was unk. With the info received to date, the results of the eval are inconclusive. The sample was returned and the eval is currently underway.